Event description:
It was reported that during the implant of the intraocular (iol) lens, that the doctor noted the lens had a crack in the optical zone and the lens was removed and replaced. Further, the patient outcome was reported to be good.

Manufacturer narrative:
(B)(6). (B)(4). A dvd of the procedure was received from (B)(6) on (B)(6) 2012. An abbott medical optics medical monitor reviewed the dvd, who said that the lens may be cracked. However, he did not evaluate the actual lens. The lens was brought to the product evaluation laboratory in (B)(4) and is being sent to manufacturing site for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been provided.

Manufacturer narrative:
Evaluation of the returned lens at our manufacturing facility revealed by visual inspection that the lens was received cut in two halves. The lens sample was inspected at 10x magnification. The visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. These surface residuals are compatible with usage of the lens during implant and explant. The sample was cleaned in order to inspect the lens under the microscope. No cracks were observed in the two halves of lens received. No other cosmetic defects were identified in the two halves of lens received. The manufacturing site was unable to verify the customer's claim regarding "crack at the optic zone of the lens", as the optic zone of the lens was received cut in two pieces, which were microscopically inspected and no cracks were found on them. At the final manufacturing inspection process, the lenses are 100% inspected at 10x microscope magnification for cosmetic defects. The customer's reported complaint of a possible crack could not be verified based on the received lens condition which limited the investigation. A review of the manufacturing records indicated that all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition with the documentation showing that the production order was manufactured according to specifications. No nonconformances (ncr) were generated. At the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specifications for visual inspection and include inspection for cosmetic issues, damage and scratch/crack defects. No crack issues, cosmetic, or damaged components were reported. A review of the raw material/manufacturing procedures were done and did not show any changes. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.